Manufacturer narrative:
The device was received and evaluated t. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported air alarms. A review of the event history log identified multiple events of "air-in-line!. The cause was determined to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event happened during testing at biomed service department. There was no patient involvement. No additional information is available.